Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the surgeon struggled with stapling for about two hours while trying to get a good clamp on the target tissue of rectum. The issue occurred when using a sureform 45 stapler instrument and after failing to achieve a good clamp on tissue, the customer switched to an endowrist 45 stapler instrument with the same result. Green sureform 45 reloads were initially used with the sureform 45 stapler instrument but when those were failing presumably due to the rectal tissue being irradiated and thickened, the surgeon switched to black reloads without success. Clamping on the distal colon, which was not irradiated or thickened, with a green reload was attempted but failed. Clamping on the proximal colon, which was healthy tissue, was also attempted with a green reload and the stapler did not work on this tissue either. The ¿tissue too thick to continue¿ error message appeared upon clamping on all three sections of tissue. The surgeon did not receive an unclamp failure following an aborted clamp attempt. Smaller bites of tissue were attempted but was not successful in attaining a proper clamp. Troubleshooting was attempted with taking the stapler instrument out and reseating it. During the endowrist 45 stapler clamping sequence, the hold time was greater than 15 seconds. The patient experienced a small tear in the bowel due to how many times the surgeon attempted to clamp but this issue was reported to have been resolved during the course of the procedure. Eventually, the surgeon was able to resolve the issue by taking three very small bites with the endowrist 45 stapler instrument and completing with a covidien endo gia stapler and a blue reload on the proximal colon portion. The procedure was completed but was reported to have been a very long case. The patient did not experience post-operative complications, was discharged home, and has recovered well. The reloads and staplers are not available for return. An intuitive surgical, inc. (Isi) technical services engineer (tse) reviewed the live logs and found that the endowrist 45 stapler failed in its operation on universal surgical manipulator (usm) #3 with clamping. It was recommended that the endowrist 45 stapler instrument be tracked by the customer to observe whether it continues to have the same issues over several cases and, if so, to submit an return material authorization (RMA). It was also recommended to RMA the sureform 45 stapler instrument. It was requested that an isi field service engineer (fse) inspect the system.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the surgeon struggled with stapling for about two hours trying to get a good clamp on the target rectal tissue. The issue occurred when using a sureform 45 stapler instrument and after failing to achieve a good clamp on tissue, switched to an endowrist 45 stapler instrument with the same result. The patient experienced a small tear in the bowel due to how many times the surgeon attempted to clamp but this issue was reported to have been resolved during the course of the procedure. The cause of the operative complication is unknown. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event against the endowrist 45 stapler instrument.